Event description:
Olympus was notified, that during an endoscopic retrograde cholangiopancreatography procedure, the imaging system (consisting of a cv-1500 video system center and oev321uh monitor) presented an image that was faintly noisy. When the electric scalpel (vio) was output, the noise became severe, and finally it became a blackout. Unplugging and plugging in the signal cable did not restore the image. However, the signal type symbol was later displayed on the upper left of the screen. There was no impact to the procedure because it was a malfunction of the monitor dedicated to the staff. The procedure was completed with the same device. There was no patient injury. The device was inspected before use and there was slight noise on the image. Two reports were submitted for this event: patient identifier (B)(6) for the oev321uh monitor. Patient identifier (B)(6) for the cv-1500 for the video system center.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, after reviewing the operation log, no abnormalities related to the indicated phenomenon could be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the cause of the indicated phenomenon since it was not reproduced. However, it is estimated that the image defect occurred due to the influence of high-frequency noise. The event can be detected by following the instructions for use which state: "8.2 how to identify anomalies and how to deal with them abnormal details: noise appears in the observed image. Cause: the light source cable is not properly connected. / the light source cable is broken. /agc is on. / structural enhancement too high. / contrast mode is not suitable. / equipment that emits high frequency is used around this product. / large equipment such as x-ray or CT is used around this product. / there is foreign matter (residue of chemicals, water scale, sebum stains, dust, gauze fuzz, etc.) On the electrical contact of the scope connector. / the cable between the observation monitor and this product is broken." Olympus will continue to monitor field performance for this device.